Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported the patient had low blood glucose (bg) levels while wearing the pod on their abdomen for between 49 and 71 hours, which resulted in a seizure. The patient¿s bg level was at 7mmol/l (126 mg/dl) while they were about to eat breakfast, and it went down rapidly to 2mmol/l (36 mg/dl) just before starting to eat breakfast. The lg stated they called paramedics and were advised to take the patient to the hospital. The patient was taken to the emergency room (ER) to meet the consultant on (B)(6) 2026. The healthcare provider conducted a physical exam to check for bruising following the seizure. The patient¿s diagnosis was low bg levels. The lg stated the patient was treated with administering a glucose gel pen and a lucozade drink. The patient remained in the ER from 10:00 am to 3:00 pm.